Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the nurse saw the anchor at the end of the sheath when using the involved angio-seal device. When the physician pulled the angio-seal back, no resistance was felt. The whole assembly was pulled out of the vessel. The physician started manual compression immediately for 30 minutes and hemostasis was achieved. There was no angiogram performed prior to placement of the angio-seal. It was reported that the angio-seal was assembled correctly and the user heard two "clicks". An 6fr sheath was used. Additional information was received on 4/9/2018. A carotid intervention with pta was being performed at the time of this occurrence. There was no difficulty with arterial access.

Manufacturer narrative:
One 6fr angio-seal vip was returned for evaluation. One hemostasis sheath was returned with the carrier tube assembly partially inserted into it. The bypass tube was mated with the hemostasis sheath cap. There was blood like substances observed within the cannula of the sheath and the bypass tube. The white markers were visible on the deployment sleeve and the cap was in the rear lock position. There was a kink observed in the carrier tube. The device was subject to fluoroscopy and presence of the anchor and collagen was verified. No obstructions could be seen in the cannula of the hemostasis sheath. Functional testing was conducted on the actual device. The device was manually pushed to the forward lock position and the carrier tube was inserted all the way until first click was heard. The anchor released as intended. Then the carrier tube cap was pulled to rear lock position and the anchor posted against the monofold. The anchor was manually pulled and the suture unwound as intended. The tamper tube was not able to be released but its presence was verified by cutting through the sheath. Dried blood like substances prevented the proper release of the tamper tube. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that an attempt was made to withdraw the device manually after a non-deployment pullout event.